Manufacturer narrative:
Findings: unit received with currents in specification. No unexpected off no power, weak battery or low battery. Unit unable to prime during the prime test due to faulty sensor resistor. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. Customer states they did not receive a low battery alert prior to the off no power alert. The customer's blood glucose level was unknown at the time of the incident. The customer was hard of hearing. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.